Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button is worn and issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter displays battery indicator. The meter's battery was found to have low voltage. After pa replaced the battery the meter functions properly. No issue was found with the up button. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.